Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Four electronic photo was provided and reviewed. The first photo shows that the pusher catheter without the pusher wire, with the sheath beside. The second photo shows that the pusher catheter without the pusher wire, along with the sheath and dilator. The third photo shows that the pusher catheter and the partial view of the sheath. The fourth photo shows that the storage tube was loaded onto the pusher catheter inside the filter was visible, the pusher wire was observed to be detached from the pusher catheter. Therefore, the investigation is confirmed for the reported detachment of device or device component as pusher wire was observed to be detached from the pusher catheter. A definitive root cause for the detachment could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter for deep vein thrombosis. During the procedure, there was a fracture at the connection point of the filter support rod within the storage tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample to the manufacturer is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter for deep vein thrombosis. During the procedure, there was a fracture at the connection point of the filter support rod within the storage tube. The procedure was completed using another device. There was no reported patient injury.